Event description:
On august 31, 2006 the lay user/reporter, the pt's nephew, contacted lifescan (lfs) alleging the one touch surestep enhanced meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach him by telephone. On sep 5, 2006 the mas mailed a letter requesting the pt contact medical affairs. The reported meter would not power on since 2006. The following month, the pt experienced the symptom of shaking. The reporter was unable to state whether the pt attempted to test his blood glucose level with the reported meter while symptomatic. The reporter was unable to state if the pt took any action while symptomatic. Emergency services were contacted, and when paramedics arrived, they tested the pt's blood glucose level to be 155 mg/dl. The pt was treated with two glucose tablets. It would have been helpful to determine if the pt had attempted to use the reported meter on the day of the event, why emergency services were contacted, if the pt took any action before the paramedics arrived, what meals and medications had been taken prior to the event, his medication regimen, if the pt's medication doses were adjusted based on meter readings, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had replaced the batteries in mid-august, and the power issue has been resolved. The meter, test strips and control solution were replaced. The reported meter would not power on, and the pt was unable to obtain a blood glucose reading. He experienced the symptoms of shaking, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.